Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart alarm. The customer¿s blood glucose level was 160 mg/dl. The customer states alarm occurred shortly after inserting a new battery. The customer was assisted with troubleshooting and noticed pump alarmed again unexpected restart. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No unexpected restart alarm or excessive no delivery alarm noted. Insulin pump had minor scratched display window.